Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thoracotomy on (B)(6) 2011 and topical skin adhesive was used. During the procedure, the surgeon closed with sutures and sealed it with the skin adhesive. The patient returned to the physician on (B)(6) 2011 with contact dermatitis at the incision site. Most of the skin adhesive had sloughed off by that time. The patient was treated with a topical steroid.